Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419378 lead, implanted: (B)(6) 2003; 5076-45 lead, implanted: (B)(6) 2003. (B)(4). Evaluation summary: the device was returned and analyzed. The device met 95 of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that there was early battery depletion and the device was at rrt (recommended replacement time). High rv (right ventricular) threshold was also noted. The device was explanted and replaced, and the lead was capped and replaced. No patient complications have been reported as a result of this event.